Event description:
It was reported that the insulin pump was stuck in prime loop and alarmed compromised force sensor system. Customer's blood glucose was unknown. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The pump gave an alarm during the prime test due to a faulty force sensor. The pump also had a cracked reservoir tube lip, broken battery tube threads, a case cracked at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.